Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported reset anomaly was verified in the laboratory and was due to a low battery voltage. With a new battery, the device tested normal. It is believed that the external noise due to a damaged lead and the resultant high voltage therapy usage contributed to the reset and battery depletion.

Event description:
Patient received multiple shocks, went to ER and presented in vt. Upon interrogation, device was found in backup hardware reset. The rv lead has shown low impedance values. Both lead and ICD were explanted.